Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant/pregnancy (no complications)"), device dislocation ("migration of essure device location of device: unknown"), genital haemorrhage ("bleeding") and pelvic pain ("debilitation pelvic pains/pelvic pains/pain") in an adult female patient who had essure (batch no. 12429135/689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "trailing coil right visualized: 1". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2011) and body mass index normal. Three previous spontaneous vaginal deliveries, no complications. Pregnancy result of failed essure. Concurrent conditions included contraception (condoms) and abdominal cramps. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycles"), dysmenorrhoea ("painful menstruation cycles/dysmenorrhoea (cramping)"), complication of device insertion ("complications at time of essure placement: left side went in further and after she couldn't see it with the camera."), sensitive skin ("allergic or hypersensitivity reaction type: sensitive skin"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth") and skin odour abnormal ("hands smell like metal") and was found to have weight increased ("weight gain/gaining 30-40 lbs unable to lose"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, device dislocation, menorrhagia, dysmenorrhoea, allergy to metals, complication of device insertion, sensitive skin, female sexual dysfunction, alopecia, weight increased, dysgeusia and skin odour abnormal outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered allergy to metals, alopecia, complication of device insertion, device dislocation, dysgeusia, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, sensitive skin, skin odour abnormal and weight increased to be related to essure. The reporter commented: (B)(6) 2010: ostia visualized: left, right. Trailing coil length left 3 coils right current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Edc confirmed by first trimester ultrasound. Has been receiving regular prenatal care. Prenatal course uncomplicated. Did present with uterine contractions that started today. Essure confirmation test was conducted and impression is -no: left side went in further and after she couldn't see it with the camera. Home pregnancy test- result not available. Batch number: 12429135, man date: 2010/01, exp date: 2012/10; batch number: 689929, man date: 2009/11, exp date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: events- "allergic or hypersensitivity reaction type: sensitive skin, apareunia (inability to have sexual intercourse), hair loss, migration of essure device location of device: unknown, weight gain, metal taste in mouth, hands smell like metal", medical history added from pfs. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report